Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: a visual examination of the returned device found that the distal edge of the stent was exposed. The distal edge of the stent was also slightly flared. During analysis it was possible to reconstrain the stent without issue. The tip of device was passed through a 6fr test sheath without issue. There was no damage noted to the shaft. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a no cross occurred. The target lesion was located in a moderately tortuous and calcified total occlusion of the left iliac artery. After pre dilatation with a sterling 6.0x20mm balloon, a non bsc .035 guide wire was engaged in the target lesion. A 10x69x75 iliac 6f unistep plus wallstent was advanced; however, the unistep plus wallstent could not cross the lesion. The target lesion was then pre dilated with wanda 7.0x40mm balloon. The procedure was completed with a 10x49 wallstent. No patient complications were reported and the patient's status is good. However returned analysis revealed stent damage.